Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper gold rotary f1 25mm file broke during use. The file broke at#14 canal at the junction of the middle and apical third about 5mm. Procedure completed, the patient is asymptomatic. No injury.

Manufacturer narrative:
Investigation results. Failure mode - broken during use. Root cause - manufacturing error. Conclusion code - product failure manufacturing. Customer returned 48x sealed files. Per ansi/aq z1.4-2003 inspector's rule (using single sampling plan 'normal' at inspection level s2 with aql 1.5), a sample lot of 8 were checked. Checked under microscope and found no manufacturing marks or defects. Files were measured using opt (B)(4) (calibration date 2/22/2024) and passed all attributes checked(wire size, d2, d6, d13), see inspection form. Engineering reviewed and opened nc-2024-2681. DHR: a quality hold was found during DHR review that could potentially be related to the issue. A 100% sort was completed that resulted in 94 scrapped files. A query indicates one additional complaints have been received for this lot number. (B)(4).